Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was treated with a topical antibiotic on (B)(6) 2017. Subsequently, the skin overgrowth was excised using a biopsy punch on (B)(6) 2017.